Manufacturer narrative:
D10: concomitants: (B)(6), 02-012-35-5009 - logic tibia ps mod insrt sz 5 9mm. Serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. (B)(6), 02-012-45-5040 - lgc tibial fit tray cem sz 5f / 4t. (B)(6), 200-07-35 - advanced patella 35mm 3 peg implant. Pending investigation.

Event description:
Per a report from the legal department a 56 y/o male patient had a right knee revision on (B)(6) 2016. Approximately 6 years after the initial procedure the patient had a right knee revision on (B)(6) 2022 due to pain. Revision op report (B)(6) 2022): the postoperative diagnosis was a failed right knee arthroplasty to aseptic femoral loosening and polyethylene wear. There were no complications during the procedure. The patient was awakened and taken to the recovery room in stable condition.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: d7a, g1, h6, h8. The following sections were corrected: b2, e1, e2, e3, h6. The reason for the revision reported cannot be confirmed from the information provided but may be the result of femoral loosening and prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.